Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial # (B)(4)) found that the device had a broken connector pin. Recharger codes: (B)(4). Implantable neurostimulator codes: (B)(4).

Event description:
The manufacturer representative reported that the connector pin was bent. The consumer reported that they received a replacement desktop charger (dtc) and it still was not working. The dtc was plugged into the wall and when the recharger was plugged into the connector the recharger screen shows that the recharger needs to be charged. The screen was also reported to show a blip and then remained blank. The patient&#62688;battery was dead and the patient was getting anxious. Further information from the consumer reported that the circumstance that led to the recharger not charging was going from an office job to physical production and the stimulator was used at a higher setting. The dead stimulator caused a lack of pain control. The recharger not charging and the dead stimulator issues were resolved. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.